Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys, expiration date: 14-mar-2021, serial#: (B)(4). Mfg date: 18-sep-2019. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure cardiac perforation and pericardial effusion occurred. It was also reported that blood pressure and oxygen saturation dropped when the tether was pulled. The ipg was repositioned nine times due to high thresholds. Pericardial drainage was performed and the ipg remains in use. No further patient complications have been reported as a result of this event.